Event description:
Oxygen regulator contents gauge read full when the tank was empty causing a potentially life threatening situation in home use in 2009. Home care pt was stressed and in immediate need of o2. Tank was empty, but gauge was stuck to show full. Had to call ems for oxygen. Regulator was printed with flotec, inc., and "ingage".